Event description:
It was reported that the patient¿s nursing facility replaced a dexcom g7 sensor but did not pair it to the ilet, resulting in use without a connected sensor until the stepfather paired it the next morning; once connected and warmed up, the reported glucose was 351 mg/dl and the patient felt unwell, consistent with a use error related to incorrect or incomplete setup. Symptoms included hyperglycemia and malaise. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed no device malfunction, a usage problem, and an improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.